Manufacturer narrative:
Article citation: kirse, d., werle, a., murphy, j., eyen, t., bruegger, d., hornig, g., torkelson, r. "Vagus nerve stimulator implantation in children." Archives of otolaryngology - head and neck surgery vol. 128 (nov 2002). 1263-1268.

Event description:
It was reported in a review of a journal article titled vagus nerve stimulator implantation in children, that one pt had to return to the operating room where the generator was replaced as the lead had loosened from its insertion in the generator. Good faith attempts to obtain additional information from the primary authors have been made, but no additional information has been received.